Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south korea. It is reported that the complained suture reference/batch had incorrect pieces inside. The reference number of the 24 pieces was different from the reference number printed on the box was. The 2 distributors checked 10 pacs delivered and all boxes were found to have the same problem.

Manufacturer narrative:
Samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch of which were manufactured (B)(4) units. There are (B)(4) units in stock. Received one picture which shows that all units of 10 boxes labeled as b0932078 (dafilon 5/0 45cm ds12) with batch 616162 have inside the box the reference b0932132 (dafilon 4/0 45cm ds16) with batch 616162. Products traceability has been checked and it has been determined that this mix-up took place in the warehouse in the packaging area. Both products were packed in the same line and same day. 42 boxes of the reference b0932078 and 45 boxes of the reference b0932132 were prepared at the same moment, the number of boxes with the mix-up cannot be determined. Final conclusion: the complaint is justified. Taking into account that the box contains wrong product inside. Final conclusion: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.